Manufacturer narrative:
The service technician determined that a failure of the motor was the root cause for the reported problem. The replaced motor was available for investigation. A functional test of the motor revealed that there are numerous positions where the motor couldn't provide mechanic power due to a mechanically abraded collector disc. Based on the reported information the apollo reacted as specified for this situation by automatically switching to manual ventilation and generating a corresponding visible and audible ventilator fail alarm. The motor assembly is designed for a durability of more than 10 years. In this case the motor has nearly reached the estimated lifetime of 10 years. It was produced in 2008. The failure rate regarding this kind of wear and tear effect is within the accepted range.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the ventilator stopped working mid-case, with the machine displaying a "ventilator failure" warning. The machine reportedly passed a self-test and ran ok throughout the morning, before the ventilator suddenly failed approx. 20 minutes into the first afternoon case. Staff were able to use the primus to manually ventilate the patient for the rest of the case and no patient harm resulted.